Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6 mm sp needle driver instrument was analyzed. The housing was removed and the instrument was found to have a broken roll gear. This failure likely caused the unintuitive motion observed. Failure analysis found the secondary failure of unintuitive motion to related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtms), however the grip tips moved in the opposite direction. This behavior was observed in the roll direction and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. This failure is likely due to the broken roll gear observed. The complaint was confirmed by failure analysis. The probable root cause of the broken roll idler gear is attributed to improper reprocessing. Improper reprocessing techniques can lead to the embrittlement of plastic components, such as the roll idler gear.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 6mm needle driver instrument did not follow the surgeon¿s commands correctly. Specifically, it did not follow any command. If the surgeon went right, it did not go right. If the surgeon turned left, it did not go left. It only went forward and backward. It seemed that the two apical discs were loose and were not rotating correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the instrument movements did not correspond to the console surgeon and had non-intuitive motion. The instrument needed to be replaced.